Manufacturer narrative:
Device not returned; no findings available; no problem detected.

Event description:
On 04sep2018, a johnson and johnson sales representative called to report that an eye care provider (ecp) reported a patient (pt) experiencing an ¿eye infection¿ while wearing acuvue vita brand contact lenses (cls). No further information was provided at that time. On 17sep2018, additional information was received from the ecp: the ecp stated that the pt reported visiting a ¿retinal specialist¿ in the winter of 2017 and was diagnosed with an eye infection, which was treated with an unspecified eye drop every hour. The ecp reported that when examining the pt, corneal scarring was noted (unspecified eye). The ecp was unable to provide any further information regarding the event or the pts information. The suspect cl is not available for return. It is unknown which eye was involved in the event. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.